Manufacturer narrative:
The investigation for the low pump flow has been completed. The clinical details state that the "clients complained that the pump had no flow, insertion was as per procedure. The pump was repositioned but that did not resolve the issue. There were no cannula kinks seen or related patient conditions. There was no biomaterial observed and the patients act's were between 160/180." There are no data logs returned. The returned product did not have any biomaterial noted or damages to the impeller. The was a kink in the cannula noted right above the motor housing. The pump was ran in a bucket and there was slight flow saturation as there was some blood and dried dextrose in the gap. Low pump flow did not reproduce. Since there are no data logs, the relation to the cannula kink and the low or blocked flow cannot be confirmed. The root cause of the low or blocked flow cannot be established.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A. Patient information: patient demographics are unknown. D6a and d6b are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp was inserted per instructions for use with no reported complications. It was reported that the pump had no flow and was subsequently removed and replaced with a new device. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. Additional information regarding the replacement is unknown, and the final patient outcome is unknown. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.